Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified distal right coronary artery (rca). A 2.00mm x 12mm emerge balloon catheter was advanced to dilate the lesion, however during unspecified inflation at an unknown pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).